Event description:
Additional information was received from healthcare professional (hcp) via manufacturer representative (rep). It was reported that while looking at the ins pocket on (B)(6), the battery was able to move side to side. Today, (B)(6) the hcp examined the pocket under fluoro and the leads were connected to the ins on the right side of the battery, indicating the correct side was up. While the patient was on her belly, the rep did connect the new recharger to the ins with full coupling and the battery began recharging. The rep had the patient stand up and was able to establish full recharge coupling. The patient received her new recharger on saturday (B)(6) and attempted to recharge. She stated she tried many different positions and could not achieve any coupling with the new recharger, hence not able to recharge her battery. They met today, (B)(6), and were able to establish full coupling while she was laying on her belly and while standing up. The issues seemed to have been resolved, but the exact cause was not determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported the patient was getting poor coupling while recharging. A replacement recharger (insr) antenna was sent to the patient. No symptoms were reported. Manufacturer representative (rep) stated patient is using recharger with replacement antenna and is still not getting any coupling bars filled in, even when trying various positions. Caller stated patient tried charging last night for 2 hours with no bars and it's still the first quartile of the ins charging. Caller attempted to interrogate ins with patient programmer and tablet and both showed that ins was empty and needed to be recharged. Technical service specialist (tss) had caller examine pocket site and indicated it doesn't feel like it's moving and it's "right over the incision" but then caller felt the site more and said "it's easily moving" but it's probably been like that forever and patient indicated nothing has changed with the pocket. Caller didn't have another recharger for troubleshooting. Tss reviewed a replacement recharger would be sent to rule that out but it's possible ins may be flipped.